Event description:
Plaintiff alleges reactions from her exposure to latex-containing gloves. Further alleges that as a direct and proximate result of exposure to latex she has developed serious, severe and permanent bodily injuries, including but not limited to, the development of latex hypersenstivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort. Depression and emotional distress. Plaintiff's husband alleges loss of consortium of his wife.